Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication during the initial surgery. X-ray review states anatomic alignment of the right knee arthroplasty. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6203-762-22: pain and loosening are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2021-00035; 0001822565-2021-00520; 0001822565-2021-00521. Concomitant medical product: stemmed tibial component precoat size 3 for cemented use only item# 00598003701 lot# 62597023. Palacos r 1x40 single item# 00111214001 lot# 77884388. Palacos r 1x40 single item# 00111214001 lot# 76164320. All poly patella standard size 32 mm diameter 8.5 mm thickness cemented item# 00597206532 lot# 62549293. Articular surface size ef 10 mm height "use with plate 3 item# 00596403210 lot# 62620682. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right total knee arthroplasty, and subsequently, the patient started experiencing extreme pain and difficulty walking approximately four and a half years post implantation. A bone scan showed loosening and the patient has been indicated for a revision. There is no additional information at this time.